Manufacturer narrative:
Follow-up #1 date of submission 09/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/20/2013 with the following findings: during testing, the screen was fully functional and was fully illuminated with no signs of extrinsic lines visible on the display. Investigators were unable to confirm or duplicate line through display.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2013 and reported lines through the display screen. This complaint is being reported because the display issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.